Manufacturer narrative:
Additional information received indicated that the replacement lens was model zct150 (25.5 diopter). Device available for evaluation? Yes. Returned to manufacturer on: 8/31/2017. Device evaluation: visual inspection of the return sample with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt150 intraocular lens (iol) was explanted from the patient's left eye (os) due to patient's experience of visual disturbance. No incision enlargement was required and it was reported that the outcome did not significantly interfered with the patient's daily life activities. No further information was provided.